Event description:
On 5th january, 2023 getinge became aware of an issue with one of surgical lights - hanaulux 3000. It was stated that the focus handle was cracked with missing particles. The technician indicated that there was no patient harm as issue was discovered during daily check. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of event reoccurrence.

Manufacturer narrative:
Event site postal code:(B)(6). Event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 5th january, 2023 getinge became aware of an issue with one of surgical lights - hanaulux 3000. It was stated that the focus handle was damaged with missing particles. The technician indicated that there was no patient harm as issue was discovered during daily check. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of event reoccurrence.

Manufacturer narrative:
This initial reporter was office manager. The correction of b5 describe event and problem, h3a device evaluated by mfg, h3b device not eval provide code and h3c if other provide code-explain deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 5th january, 2023 getinge became aware of an issue with one of surgical lights - hanaulux 3000. It was stated that the focus handle was cracked with missing particles. The technician indicated that there was no patient harm as issue was discovered during daily check. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of event reoccurrence. Corrected b5 describe event and problem: on 5th january, 2023 getinge became aware of an issue with one of surgical lights - hanaulux 3000. It was stated that the focus handle was damaged with missing particles. The technician indicated that there was no patient harm as issue was discovered during daily check. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of event reoccurrence. Previous h3a device evaluated by mfg: no. Corrected h3a device evaluated by mfg: yes. Previous h3b device not eval provide code: other . Corrected h3b device not eval provide code: none. Previous h3c if other provide code-explain: device not returned to manufacturer corrected h3c if other provide code-explain: none. The correction of h6 investigation findings and h6 medical device ¿ problem code deems required. This is based on the internal evaluation. Previous h6 medical device ¿ problem code : mechanical problem/detachment of device or device component//2907 / material integrity problem/break/fracture/1260. Corrected h6 medical device ¿ problem code : mechanical problem/detachment of device or device component//2907. Getinge became aware of an issue with one of surgical lights - hanaulux 3000. It was stated that the focus handle was damaged with missing particles. The technician indicated that there was no patient harm as issue was discovered during daily check. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of event reoccurrence. Defective part repair kit hlx 3003 ergofocus (ard367912998) was replaced and device returned to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was not being used for patient treatment. According to the information gathered, the issue was discovered daily check. As stated by subject matter expert at the manufacturing site, this incident is probably due to repeated excessive torques (> 100 n), or to mechanical shocks. We remind users that the light head must be gently manipulated. We also recommend checking if the cleaning products and processes for this operating room are conform to maquet recommendations. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.